Event description:
Per the clinic, the patient experienced implant migration that led to a wound and infection at the implant site. Subsequently, the device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device on the contralateral side during the same surgery.

Manufacturer narrative:
Per the clinic, the device was extruded and the patient was treated with antibiotics (specific type, date and duration not reported).